Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had lost weight and was experiencing pain at the ipg site. As a result, surgical intervention occurred on (B)(6) 2022 and the ipg was repositioned, resolving the issue.

Event description:
It was reported that the patient had lost weight and was experiencing pain at the ipg site. As a result, surgical intervention occurred on (B)(6) 2022 and the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.